Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had a fall. They hit their head on concrete and had to be admitted to rehabilitation hospital for two weeks. They had improvement in mobility. The family stated that the patient had personality changes including increase in irritability, easy to anger, (B)(6) for anxiety and depression. They were (B)(6) for suicidal. The issue was resolved without sequelae on (B)(6) 2018.the etiology of the event was noted as unlikely related to the device or therapy and not related to the implant procedure. The patient had known mobility issues. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the patient had negative changes in behavior.